Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion: failure event observed during analysis. Final analysis found that the lead was returned in one piece. An external insulation abrasion was noted at 4.6 cm to 4.9 cm from the proximal cut end. The abrasion was consistent with constant friction with another implantable device. (B)(4).